Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor would not connect to the application. Data were provided for evaluation. The confirmation of the complaint is confirmed. A probable cause could not be determined. No additional event or patient information is available.